Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9714825. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization, the 4mm x 23mm enterprise 2 stent (encr402312 / 9714825) was released in the target site, and it was found that the proximal markers were converged and could not be opened. The physician delivered a stent from another brand to capture the released stent and removed it from the patient. The physician released a new stent in the target site to complete the procedure, which was reportedly prolonged by about 10 minutes. There was no report of any negative patient impact. On 30-dec-2025, additional information was received. The information indicated that the procedure was targeting an unruptured 3mm x 4mm x 3mm saccular aneurysm on the c6 segment of the internal carotid artery (ica). There were no vessel factors that may have contributed to the incomplete expansion. There was no evidence of obstructed blood flow due to the reported issue. The temperature indicator label on the inner pouch had been checked and found to be within acceptable criteria. There was no resistance during the advancement of the stent. The information indicated that the physician released a new stent in the target site and completed the procedure. When the stent was removed, it was no longer on the delivery wire, and the stent was ¿deformed.¿ the replacement stent was another 4mm x 23mm enterprise 2 stent (encr402312). The information confirmed no negative patient impact and the 10-minute delay in the procedure was not clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 12-jan-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 23mm enterprise 2 stent was received contained in the decontamination pouch. Visual inspection was performed. As documented in the event description, the stent was no longer attached to the delivery system. The detached stent was noted visibly deformed with bending of the stent body, most notably the middle area of the stent was bent and compressed. No fractures were observed. The positioning coil of the delivery wire was found curved, and the proximal end of the proximal coil was found stretched. The delivery wire underwent dimensional analysis, and the measurements that control the attachment and delivery of the stent were found within specifications. The reported issue documented in the complaint is confirmed based on the damages of the stent. It should be noted that, since the device was attempted to be released in the target site, the device must have been found in good condition during inspection prior to the procedure, therefore, it is possible that clinical and procedural factors, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9714825. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: maintain adequate stent length (approximately 5 mm) on each side of the aneurysm neck to ensure appropriate neck coverage. Select a stent length that is at least 10 mm longer than the aneurysm neck to maintain a minimum of 5 mm on either side of the aneurysm neck. A large differential in diameter between the proximal and distal segments of the parent vessel may increase the risk of stent migration. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.